Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: two (2) devices were received for evaluation. Visual inspection was performed on the samples. The reported issue of leakage was not easily identified by initial visual inspection of the returned samples. Functional leak testing of the samples was performed and leaks were identified from the lower front administration port weld in sample 1 and from the top left front weld in sample 2. The reported condition was verified. The cause for the reported issue could not be determined; however, may be due to port weld defects during the manufacturing port weld sealing on samples, most likely due to variation in the manufacturing equipment weld process causing weld defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the gridline of the bag. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.